Event description:
User received discrepant hcg result for one patient sample. Initial result was 0.433 miu/ml, which was reported and questioned by the physician. The sample was repeated twice resulting at 10000 miu/ml without dilution and giving 66320 miu/ml with dilution. The field service representative could not determine a cause and could not duplicate the issue. Performance tests were performed.